Manufacturer narrative:
Evaluated one opened and used sensor and performed continuity resistance test and sensor failed per specifications.

Event description:
The customer reported via phone call that her insulin pump inappropriately suspended; her blood glucose was 242 mg/dl and her sensor glucose was below 40 mg/dl. Troubleshooting was initiated for the sensor glucose and blood glucose discrepancies, but the troubleshooting was not completed as the customer was upset. The sensor will be returned for analysis.

Manufacturer narrative:
Evaluated one opened and used sensor and performed continuity resistance test and sensor failed per specifications.